Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a urgent care to seek treatment for infection of their pod site. The patient's blood glucose (bg) values reached over 300 mg/dl. For treatment, the patient was prescribed a unknown antibiotic. The pod was removed from the arm and replaced after wearing between 4 and 24 hours. No more details to report.